Event description:
It was reported that this was a percutaneous vertebroplasty(t12) vertebral fracture on (B)(6) 2025. The surgery was performed according to the procedure, and the balloon was selected and used according to the procedure. However, while using the inflation system to inflate the balloon with approximately 3.0cc of contrast medium, the atm reading on the inflation system's scale suddenly dropped to 0, preventing the pressure from increasing even after inflation. After a while, a clear blood-like substance was observed flowing back into the inflation system. It was determined that the balloon had ruptured, causing a contrast medium leak, and the surgeon immediately performed a deflation operation using the inflation system to suck as much contrast medium from the balloon and vertebral body into the inflation system as possible. Since the stent was already in the expansion stage and was sufficiently expanded to allow for cement injection, the surgeon carefully performed the cementing operation and the surgery was completed successfully with no delay. This time, the sales rep was unable to be present in time and did not directly witness the incident, so the exact cause is unknown, but since there was some bone hardening, the surgeon was somewhat understanding. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 09.804.601s. Lot: 82325053. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 06 dec 2024. Expiration date: 01 dec 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.